Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a workstation ups communication failure error message that required a system reboot to clear. There is no report of patient injury.